Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Sensor was reprogrammed and simvivo (simulation of the electrical signal produced by the sensor tail) test performed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. Poise voltage was tested. All results were within specification and issues are not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace error" message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. The customer experience a loss of consciousness and had contact with paramedics who provided glucose for treatment. A glucose reading of 134 mg/dl was obtained from an unspecified device however, it is unknown what time the reading was obtained in relation to the reported treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.